Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a patient with diabetes was hospitalized for diabetic ketoacidosis (dka) associated with an infusion site issue. At the time of reporting, the patient remained hospitalized, and no additional event details were available. The device was being operated by the patient for insulin delivery therapy. The event involved the patient, and no patient harm was reported.